Manufacturer narrative:
(B)(4). The analysis results found that one tcd75 was received instead of a tlc75. The device was received in good visual conditions and with a blue cartridge reload present. The cartridge reload had the proximal 36 drivers up without staples, and the 2 remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The device was tested for functionality with a test reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic "ilectomy" procedure, the device was used to perform functional end to end anastomosis between the ileum and the colon. The deployed staples of the acral part were not formed proper b-form shaped. Another device was used to complete the case. There were no adverse consequences for the patient.